Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an inquiry was sent to technical services (ts) regarding programming recommendations after an untreated episodes was recorded caused by oversensing of myopotentials when it comes to this device. The patient was due to be seen at the clinic for further follow up. Ts reviewed the case and agreed that in clinic review of all vectors while performing provocation maneuvers was reasonable. Ts also discussed that the secondary vector looked more favorable for programming. Additional information noted that the patient was seen and provocations maneuvers were done. The device was programmed to the secondary vector and increased the gainx2 to improve the sensing of noise signals. Noise was also reproduced during maneuvers. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional informiaotn this investigation will be updated.

Event description:
It was reported that an inquiry was sent to technical services (ts) regarding programming recommendations after an untreated episodes was recorded caused by oversensing of myopotentials when it comes to this device. The patient was due to be seen at the clinic for further follow up. Ts reviewed the case and agreed that in clinic review of all vectors while performing provocation maneuvers was reasonable. Ts also discussed that the secondary vector looked more favorable for programming. Additional information noted that the patient was seen and provocations maneuvers were done. The device was programmed to the secondary vector and increased the gainx2 to improve the sensing of noise signals. Noise was also reproduced during maneuvers. The device remains implanted. No adverse patient effects were reported.